Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the liner product/lot combination since release for distribution in 02/2002. One other report is noted against the cup product/lot combination. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address cup loosening. The liner exhibited some poly wear upon inspection.